Event description:
It was reported that the device exhibited an alarm ¿no disposal clamp tubing¿. The alarm was silenced, and settings reviewed. The tubing was clear of kinks or closed clamps and infusion restarted but the alarm returned. The device was powered off, cassette detached, tubing massaged and tapped on the hard surface. The cassette was then reattached and powered back on. Infusion restarted, however, the alarm returned. The process was repeated but the alarm still returned. The patient was advised to power off the device, clamp the tubing and seek help at the facility. There was no patient harm.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Corrected data: d4 UDI number. No product was returned. The investigation was unable to determine a root cause. If the product is returned this complaint will be reopened for further investigation. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.